Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that while advancing the pedicle screw, the tip of the instrument broke off. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Correction: patient demographics inadvertently left off of initial MDR.

Manufacturer narrative:
The suspect driver was returned to the manufacturer for evaluation. Testing found that the tip of the driver was broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.